Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the initial dosing appointment the physician experienced issues interrogating the patient's newly implanted generator. A company representative visited the next day and performed troubleshooting. The issue was isolated to the serial cable. The physician was provided a new cable at this time and the programming system functioned as intended. The patient returned to the physician's office and was successfully interrogated and programmed without incident. During the troubleshooting session an additional cable was found to be malfunctioning. Both serial cables were returned for product analysis however they were returned in the same packaging so it is unclear which was the original cable and which was the additional cable. Product analysis confirmed that the serial cable performed to specification. No anomalies were seen with it's performance. However the other cable also underwent product analysis and it was found that this cable had a disconnected wire connection within the returned serial cable. Once the wire was soldered to the pcb the serial cable then function as intended. The second cable was reported in MFR. Report # 1644487-2016-01084.